Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The software was upgraded to resolve the issue. Block a: no report of patient involvement. Block h4:a date a  of a device a manufacture year is 2007. The month a of a  manufacture was unavailable at time a of a MDR filing. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 . H3 other text : the distributor performed a checkout of the equipment and confirmed the reported complaint. The software was upgraded to resolve the issue. Block a: no report of patient involvement. Block h4: a  date a  of a  device a  manufacture year is 2007. The month a  of a manufacture was unavailable at time a of a  MDR filing. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was an error resulting in loss of mechanical ventilation during pre-use checkout. There was no patient involvement.